Event description:
Boston scientific became aware of an event in which the physician stated that the coil was not the right size as intended. During a technical analysis of the device, the returned coil was not compatible with the packaging.